Manufacturer narrative:
Qn#(B)(4). Additional information: this product is not sold in the us. The 510k # provided is for a similar product that is sold in the us. This report is for the second in a series of two consecutive product problems with the same patient. The first issue has been reported under MDR # 3006425876-2016-00245.

Event description:
It was reported that during insertion in the ICU when the physician tried to insert the needle into the patient's subclavian, needle breakage occurred. As a result, a new kit was opened. The patient involved was a (B)(6). A delay was reported, however, there was no additional harm to the patient due to this delay or as a result of this occurrence.

Manufacturer narrative:
(B)(4). Device evaluation: the report that the needle cannula broke was confirmed. Returned was an 18ga introducer needle. Part of the cannula was broken off and returned. The customer also provided a photo of the sample that showed that all pieces of cannulas were accounted for. The cannula was bent where it had separated and both ends of the cannula were partially flattened. The damage is consistent with fatigue breakage due to bending. The piece of cannula remaining in the hub measured 2.8 cm. The piece broken off measured 3.9 cm. The measurements were consistent with the total length indicated in the needle graphic. The od of the cannula measured 0.0498 inches. This met specification of 0.0495 - 0.0505 inches per cannula graphic. The ID of the distal end of the cannula measured 0.041 inches. The ID of the cannula measured through the needle hub was 0.041 inches. Both measurements were made with pin gauges. This met specification of 0.041 - 0.043 inches per cannula graphic. The od and ID measurements indicate that the wall thickness of the cannula met specification. A review of the device history records for the needle did not reveal any manufacturing related issues. The needle cannula may bend and break if excessive lateral force is applied. Based upon observed characteristics at the other remarks: break and the report that the needle broke during use, operational context caused or contributed to this event. No further action will be taken.